Manufacturer narrative:
This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for five patients with the cobas 8000 cobas ise module. Sample 1: the initial result was 158 mmol/l. The repeated result was 140 mmol/l. Sample 2: the initial result was 152 mmol/l. The repeated result was 140 mmol/l. Sample 3: the initial result was 152 mmol/l. The repeated result was 139 mmol/l. Sample 4: the initial result was 154 mmol/l. The repeated result was 140 mmol/l. Sample 5: the initial result was 147 mmol/l. The repeated result was 142 mmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer removed the electrodes and cleaned precipitate from the electrode block. The field service engineer performed precision testing on both modules which were acceptable. The calibration, qc, and alarm trace were requested but not provided. The investigation determined the customer's actions resolved the issue.